Event description:
During analysis for an unrelated issue (generator powered down during use), service identified that the generator produced excess rf leakage current. Due to the excess rf leakage the incident was deemed reportable due to potential harm.

Manufacturer narrative:
(B)(4). Method, results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).